Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event where one of the boxes of infusion sets had been opened on (B)(6) 2025. The instructions were also removed from the box. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.